Event description:
During an endovascular treatment procedure conducted under ide protocol no. G200273, an air embolism was suspected to have occurred due to a user error or procedural complication. This resulted in air being introduced intravascularly into the treated right middle cerebral artery (r mca) territory. Upon arrival to the ICU, the patient exhibited neurological deterioration, including dysarthria, left upper extremity (lue) plegia, and left-sided neglect. National institute of health stroke scale (nihss) performed on (B)(6) 2025 at 17:20 scored 11. Head CT at 22:15 revealed extra-axial blood products along the right sylvian fissure, pneumocephalus, evolving right mca territory infarction, and increased cerebral edema causing effacement of the right lateral ventricle with trace petechial hemorrhage. The research coordinator conducted a 24-hour nihss follow-up on (B)(6) 2025 (score: 9). By (B)(6) 2025, the patient's condition had stabilized with nihss improving to 2. The event was previously reported to the cirb (central institutional review board) and prompted an icf (informed consent form) update. While no device malfunction was identified, the air embolism occurred during use of the device and the event resulted in serious, unanticipated neurological injury. No similar events have been previously reported in this study. Patient code: 1697, 4426, 4415; 1997, 4403. Device code: 1670. Reference reports: mw5172866, mw5172867.